Event description:
Procedure: CABG. According to the reporter: surgeon placed purple load (on short ultra handle) across the atrial appendage and fired. The staple load would not open. Tissue was trapped in the staple jaws. Tissue and "locked" staple jaws had to be cut out with a new ultra short handle and purple load. The surgeon placed another short ultra handle with a purple 60 tri-staple load and cut the locked load off the atrial appendage. Bleeding occurred.

Manufacturer narrative:
(B)(4).